Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Event description:
The foreign distributor ((B)(6)) reported an issue encountered with the needleless connector by one of their hospital customers. It was reported that the connector leaked medication and blood during use. The volume of fluids leaked was not indicated. The customer reported that the silicone stem of the connector was bored or did not seal completely. Follow up with the customer found that the incident occurred two times (two connectors) of the same lot during the same procedure. Both device samples were available to be returned to the manufacturer for evaluation. There were no patient complications reported as a result of the alleged event.

Manufacturer narrative:
This adverse event report is being submitted because the device model involved, although sold only to distributor in (B)(6), is similar to the model sold in the united states. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.